Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity on the both eyes (ou) at a 53 day post-operative exam. A brief description from the surgery center indicated that the patient experiences increased photosensitivity on both eyes and it is affecting work and driving. The patient commented that vision is not affected but the ability to stay on the computer and driving was affected. Topical steroids (acetate 1% drops four times a day for one to two weeks to gradually taper off) were increased to treat the symptoms. The surgery center indicated the patient showed dramatic improvement and the symptoms were resolved on (B)(6) 2017. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -2.25 x .00 x 90; left eye pre-op 20/20 -1.50 x -1.00 x 74.